Manufacturer narrative:
The affected device was inspected on site by dräger service and the circuit board pba m48.3 was identified as faulty. The affected circuit board was made available for further investigation. The examination of the affected circuit board pba m48.3 confirmed that the internal 3.3v power supply was no longer functioning. This internal operating voltage supplies the microprocessor system on the pba m48.3 circuit board. Hence, this malfunction led to a complete loss of function of the ventilator with an accompanying acoustic alarm (secondary acoustic alarm signal). In case of a complete loss of function of the ventilator, the ventilation stops and the safety valve opens automatically to the ambient allowing the patient for spontaneous breathing. The screen turns black and the secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. In the current event, the affected device reacted as specified and audibly alarmed for a complete loss of function. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during mechanical ventilation. According to the user, it was a complete device failure with an alarm (continuous tone). Reportedly, the display was dark and ventilation stopped. The device was replaced. No patient health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during mechanical ventilation. According to the user, it was a complete device failure with an alarm (continuous tone). Reportedly, the display was dark and ventilation stopped. The device was replaced. No patient health consequences were reported.